Event description:
The dentist had a (B)(6) old female pt complain of anaphylactic shock after treatment yesterday. The event occurred about 30 minutes after the pt left the dentist office. The treatment was on (B)(6) 2009. The pt did go to the emergency room and the dds said the shock was "reversed", and the pt is okay now. The dds did state that he had ruled out his anesthetic as the cause, because the pt's sister is allergic to the "caine" family of anesthetics. The dentist used mepivicaine without epinephrine, almagam and gluma desensitizer.